Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after noticing insulin odor and finding the inset 23", 6 mm infusion set not properly connected to the cartridge; after reconnection, insulin delivery resumed and tubing primed with visible drops. Symptoms included high blood glucose reaching 488 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis, and without ketone testing. Outcomes included persistent elevated glucose for several hours, device alerts for sustained hyperglycemia, and eventual glucose reduction with continued insulin delivery and multiple meal announcements; no hospitalization or professional intervention occurred. Investigation included coaching to confirm flow via fill-tubing, review of potential causes of elevated glucose, and guidance to change supplies if hyperglycemia persisted and to follow clinician-directed high glucose actions. Investigation of this case revealed that the infusion set was deployed or connected incorrectly, which likely interrupted insulin delivery until the connection was restored. It was concluded, based on similar reports, that user setup error related to the infusion set connection was the probable cause.